Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A certified clinical hemodialysis technician (ccht) reported that the combiset transducer allowed air to enter system through the arterial chamber causing potential for air embolism as well as clotting in system. The hub of the transducer is too short and allows it to easily become detached and/or allows air to enter the system. Upon follow up, the ccht stated the issue occurred mid treatment on (B)(6) 2026. The ccht stated the arterial chamber dropped and the 2008t machine alarmed. The staff troubleshot and then replaced the transducer with the older design which immediately resolved the issue. A fresenius dialyzer was in use at the time of the event. There were no loose connections. There were no external leaks visually observed. The ccht confirmed there were no issues during priming. The ccht reported that there were no changes or disruptions in pressure that could have caused the issue or may have caused the machine to alarm. The combiset was not damaged and there were no defects noted on the device during set up. The patient did not experience any blood loss as all blood was returned. The ccht confirmed there were no patient injuries and no medical intervention was required as a result of the reported event. The patients completed treatment after being re-setup with a replacement transducer from the older design on the same machine. The patient information was not available. The ccht reported that the actual sample was discarded and could not identify which devices in stock are companion samples.